Event description:
This case, reported by a consumer, who contacted the company to report a product complaint and an adverse event, concerns a female of unspecified age and origin. The pt's medical history included diabetes mellitus. The pt had used many pens over the years and had often had problems with them. Concomitant medications were not provided. On an unspecified date, the pt first received insulin lispro (humalog) (lot number not obtained), via the humapen ergo (unk pen body type), for the treatment of diabetes mellitus. On an unspecified date in 2007, she was hospitalized for 24 hrs as she had gone into diabetic ketoacidosis (details and treatment were not provided). The pt's health care provider suggested that she had not taken her shot. The pt tested her pen and determined that no insulin came out of the pen. She said that she primed her pen most of the time before each injection and changed her needle tips every two uses. The outcome for the event was unk. The status of the humalog was also unk. This humalog report included a product complaint, suspect device (lot number was unk). The pt was the user of the device. The training status, general device duration of use, and problem device duration of use were not provided. The pen was discarded, and therefore will not be returned.. Update 09-oct-2007: pt link added. Updated narrative.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. The user reported her insulin device was not delivering insulin. The actual device was discarded by the user. Therefore it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unk. There is evidence of improper use. The user reuses needles. Needle reuse can result in an underdose if the needle becomes clogged or if large air bubbles form inside the cartridge. The user does not prime the device before each use. Not priming the device can result in inaccurate doses.